Event description:
Ineffective suctioning, malfunctioning - not properly evacuating the air, possible leak in system.

Manufacturer narrative:
The returned unit was sealed in a double layer biohazard bag and a clear inner bag, but was completely contaminated with collected fluid and other residue that covered the entire exterior of the device. Consequently, any evaluation of this unit was not possible and the concern as stated could not be verified. However, every atrium chest drain is tested and verified 100% at our facility. The lot history record was reviewed and the product was found to have met all specifications.